Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The sensing integrity counts went up to 174 within 24 days, along with non-sustained ventricular tachycardia episodes and evidence of oversensing. Next, analysis of the device memory indicated the right ventricular lead integrity alert. The right ventricular (rv) lead integrity alert warning occurred on (b)(6 2016 for increased sic count and rv lead impedance variation in the last 60 days. Finally, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv lead pace impedance was 1786 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular lead impedance was high and the lead was thought to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.